Event description:
It was reported that the balloon of a 6mm nim reinforced emg endotracheal tube was found ¿damaged¿ preoperatively, prior to use on a (B)(6) female. The device was never used on the patient and was replaced with a new one to complete the surgery, with no impact or injury as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): analysis found the finished goods box and pouch were opened, but the green and red/white electrodes were returned along with the tube were all unused. The anterior blue electrode was protruding through the cuff by approximately 5mm and there were no signs of intubation or dried lubrication that would suggest the tube was prepared for use. Neither the finished goods box nor pouch displayed any indication of damage during shipping¿the remaining components were also included in the return. During the analysis the cuff was pulled away from the electrode, and guiding the electrode wire through the cuff resulted in visible signs of manipulation that were not present upon receipt and could likely happen only prior to inflation when the cuff is directly adjacent to the wire lumen. This device is used for therapeutic purposes.